Event description:
It was reported that this patient has received numerous inappropriate shocks due to oversensing of smaller signal amplitudes. It was noted that there was some undersensing. System still remains in service at this time. No adverse events.